Manufacturer narrative:
Correction of the catalog number of the suspect medical device. The correct catalog number is a64871.

Manufacturer narrative:
Beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: a beckman coulter (bec) field service engineer (fse) was dispatched and evaluated instrument. However, the fse could not reproduce the reported issue. The fse cleaned the flowcell, soaked the carbon bridge for 50 minutes, and finally calibrated. All tests were run successfully. If beckman receives any information that is relevant to the submission, a supplemental MDR will be submitted. The investigation was not able to confirm a device issue that could be associated with the reported event.

Event description:
Beckman coulter received a report from the customer regarding the patient sodium values randomly running low. The customer was not able to properly calibrate the ion selective electrodes (ises).